Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of myopotential oversensing and a decrease in impedance on the right ventricular (rv) lead. The physician suspected lead damage as the cause of the myopotentials and impedance anomaly, however, the lead damage was not able to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, and h6.